Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the deployment of the mini vision, on the second inflation, the balloon ruptured at 12 atm. Another company's balloon was used for post-dilatation and the stent was successfully deployed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, excessive applied pressure, insufficient preparation prior to use or an interaction with associative devices, the patient anatomy or the deployed stent. The lesion was moderately tortuous and calcified with 99% stenosis, which may have contributed to the reported difficulties experienced. Without the device to examine, a conclusive root cause for the balloon rupture could not be determined.